Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery died and customer was prompted to insert a new cartridge. There was no reported impact to blood glucose. Customer did not provide further information.